Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation on (B)(4) 2011. An actual sample was submitted for evaluation. The sample was visually and functionally tested, and during evaluation the reported condition of no flow was confirmed. The root cause of this condition was attributed to solvent bonding technique when bonding the spike and tubing. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter an interlink y-type blood set w/dual screen filter in which the upper y-site was occluded. According to the report, a member of the staff was testing this set to prepare it for use when the problem was noticed. It is unknown what was connected to the y-site when the condition was noticed. The condition occurred during set-up before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.